Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device upgrade, externalized conductors were observed via x-ray. All electrical measurements were good. Lead was capped and replaced. Patient condition was good.